Event description:
It was reported the device was not saving settings during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was confirmed. When checking alarm history, the customer set to factory default which caused the setting to be lost. Pm (preventative maintenance) was performed on the pump. The root cause could be determined and traced to the user. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.